Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the event was the result of an operator error in programming the device. The device was returned to clinical service. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device would not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The customer contact reported the patient was being treated in the critical care unit for an unknown diagnosis. It was reported that the patient was on ventilator and receiving levophed and another unspecified "pressors" for hemodynamic support. No ventilator settings or medication programming parameters were provided. At an unspecified time, line a of the device was programmed using the drug library, cca critical care, to deliver versed 1mg/ml at a rate of 10ml/hr and the delivery was started. No further programming parameters were provided. At an unspecified time, the rate was decreased to 5ml/hr and the deliver was restarted. The customer contact reported that the nurse left the floor for an unknown reason. While the nurse was gone, it was reported that line a was programmed in simple delivery to deliver versed at a rate of 100ml/hr, with an alleged vtbi (volume to be infused) of 5 or 6.5ml, and the delivery was started. It was reported that when the nurse returned to the patient's room, the device was alarming "vtbi complete" and the nurse noted that the device had delivered at a rate of 100ml/hr. At that time, it was reported that the nurse programmed line b of the device in piggyback mode to deliver versed at a rate of 5ml/hr via syringe, and the delivery was started. No further programming parameters were provided. The customer contact reported that at an unspecified time, another nurse arrived in the patient's room and hung a new bag of versed on line a and programmed the line a to deliver at a rate of 100ml/hr, with a vtbi of 90ml. It was reported that when the piggyback delivery on line b was complete, line a began delivering at the programmed rate of 100ml/hr. At an unspecified time, the patient ws transferred to a different department to have a dialysis catheter inserted. It was reported that during the procedure, the device alarmed for "vtbi complete" and the staff noted that the entire bag of versed had delivered at a rate of 100ml/hr. The customer contact reported that the patient was over sedated. The customer reported that the patient experienced changes in blood pressure. The patient was treated by titrating the blood pressure medications and "changes in ventilation settings." No specific event details or values were provided. After 2 hours, it was reported the blood pressure medications and the ventilator settings were returned to pre-event settings. The device was removed from clinical service. The customer contact reported that the versed was discontinued and the patient did not receive any sedatives for 4 days. After an unspecified length of time, it was reported that the patient was extubated and discharged from the hospital. The customer contact reported that the event was due to a programming error and the device remains in clinical use at the user facility. Though requested, no additional information was provided.